Event description:
It was infected [joint infection] ([fever]). Bad allergic reaction [allergic reaction] ([effusion (l) knee], [knee pain], [swelling of l knee], [inflammatory reaction], [joint tenderness]). Could not walk [unable to walk]. Out of work from (B)(6) 2017 to (B)(6) 2017 [inability to work]. Lot of pain in terms of thigh on palpation/ calf pain [pain in extremity]. Case narrative: based on the information received on 10-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4)(cluster). This unsolicited case from united states was received on 16-nov-2017 from patient. This case concerns a 44 year old female patient who received treatment with synvisc one injection and on the same day had bad allergic reaction, was out of work from (B)(6) 2017 to (B)(6) 2017; after few hours patient could not walk and after 8 days it was infected; after a few days had lot of pain in terms of thigh on palpation/ calf pain medical history of the patient included radiculopathy lumbosacral, cervical muscle strain, iliotibial band syndrome, trochantric bursitis, arthroscopy, hysterectomy, cholecystectomy, tonsillectomy, penicillin allergy and dilaudid allergy ,depression, asthma and anxiety disorder. Patient had received synvisc injections before. Concomitant medications: amlodipine, hydrochlorothiazide, hydrocodone bitartrate/paracetamol (hydrocodone w/acetaminophen), ibuprofen, lorazepam, pantoprazole, fluoxetine hydrochloride (prozac), tizanidine, ondansetron hydrochloride (zofran). On (B)(6) 2017, at 11:30, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl007 and expiration date: mar-2020) for left knee osteoarthritis. The lateral aspect of the left knee was draped in standard sterile fashion and a 25 gauge needle was used to anesthetize the skin using 3cc of 2% lidocaine; followed by a 18 gauge needle used to inject synvisc-one. Patient reported that around 6pm, she experienced increased pain in the left knee. It was reported that by 7:00 pm that day, patient could not walk and had to leave work early (latency: few hours). Patient was a retail sales manager and was on her feet a lot. Patient called the nurse hotline at her insurance company. The nurse thought patient was having a bad allergic reaction and instructed her to go to the ER (emergency room). Patient went to the ER at 11:30 pm. The ER doctor was not familiar with the product and called an orthopod on call. Patient was given a steroid injection and pain medication and was instructed to return to the office the next morning. Patient visited the office the next day, tuesday, and was given an oral steroid and prescription for pain medication. Patient was instructed that it should get better in a few days. On (B)(6) 2017 (thursday), patient was not better and called the office. Patient went into the office and the physician's assistant drew 77 cc of fluid off her knee. Patient returned on (B)(6) 2017 (monday) to see the doctor and was still using the walker and had intense, throbbing pain, she further stated that after she had her knee aspirated, her knee had become swollen again. It was reported that more fluid was drawn and was sent for culture. Patient was told tuesday ((B)(6) 2017) that it was infected (8 days after receiving the synvisc one injection). Blood work was sent and an ultrasound performed to check for clots in her legs because of the extreme swelling. Then patient had surgery on (B)(6) 2017. Patient underwent arthroscopy of left knee with synovectomy and chondroplasty of medial compartment and trochlear groove. Patient was taken into the operating room and placed in supine position and intubated by anesthesia. Left lower extremity was prepped and draped in usual sterile manner. The scope was introduced in the left knee and diagnostic evaluation was performed. The patient had erythema around the medial and lateral gutters and this was cleaned in superior pouch also had sustained and this was all cleaned as well so therefore synovectomy was performed along the medial and lateral gutters in superior pouch. Chondroplasty was also completed on the medial compartment and patellofemoral joint. Following that, irrigation fluid was allowed to circulate through the knee and drain was placed deep and scope was removed and portal sites were closed. Patient was extubated and taken to recovery room with sterile dressings applied. Patient started to get a little relief after the surgery. Patient was out of work from (B)(6) 2017 to (B)(6) 2017. Patient still went back after the surgery and had more fluid drawn off. This concluded her notes. Patient stated that she has had synvisc injections before, but this was the first time she received synvisc-one. Patient cannot remember exactly how many times she has received viscosupplementation, but might be three total times about a year apart each time. Patient stated that she was trying to do the right thing about following-up. Patient was perfectly fine when she walked in there and has suffered the consequences and several thousand dollars of medical bills that were not her fault. Lab test reports on (B)(6) 2017 revealed wbc count 13.8 x 10e3/ul (reference range: 4.4-10.1) (high), neutrophil percentage 87.5% (reference range 43.7-84.9) (high), lymphocyte percentage 6.3% (reference range: 8.4-40.7) (low), eosinophil percentage was 0% (reference range: 0.6-6) (low), immature granulocyte percentage was 0.6% (reference range: <-0.5) (high), neutrophil count was 12.05 x 10e3/ul (reference range: 1.3-8.3) (high), lymphocyte count was 0.86 x 10e3/ul (reference range: 1.4-2.9) (low), eosinophil count was 0 x 10e3/ul (reference range0.2-0.7) (low) and immature granulocyte count was 0.08 x 10e3/ul (reference range: 0) (high). On (B)(6) 2017, lab results revealed hematocrit was 46% (34.3-45.7) (high), mcv was 96.8 fl (reference range: 82.2-95.9) (high), neutrophil percentage 41.8% (reference range 43.7-84.9) (low), lymphocyte percentage 45.3% (reference range: 8.4-40.7) (high), immature granulocyte percentage was 0.6% (reference range: <-0.5) (high), lymphocyte count was 4.59 x 10e3/ul (reference range: 1.4-2.9) (high), eosinophil count was 0.18 x 10e3/ul (reference range 0.2-0.7) (low), immature granulocyte count was 0.06 x 10e3/ul (reference range: 0) (high). On an unknown date in oct-2017 after a latency of few days patient had lot of pain in terms of thigh on palpation/ calf pain. Corrective treatment: surgery for it was infected; steroid injection, medrol dosepak, hydrocodone, oral steroid for bad allergic reaction; using the walker for could not walk and not reported for out of work from (B)(6) 2017 to (B)(6) 2017; lidocaine for lot of pain in terms of thigh on palpation/ calf pain. Outcome: recovering for all events. Seriousness criterion: required intervention and prolonged hospitalization for bad allergic reaction and it was infected. A product technical complaint (ptc) was initiated on 27-nov-17 for "synvisc one". Batch number "7rsl007"â?, global ptc number: 50485. The production and quality control documentation for lot #7rsl007 expiration date (03/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot batch record view and frequency analysis no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of 18-oct-2018, there were 8 complaints on file for lot 7rsl007: adverse event reports (4), leaky luer lok hub(1), broken luer-lok hub(1), tip breakage (1) and defective syringe (1). Final investigation complete date was 18-oct-2018. Follow up was received on 30-nov-2017. No new information was received. Additional information was received on 10-jan-2018 from a physician. Concomitant medications and medical history was added. The case was medically confirmed. Event of lot of pain in terms of thigh on palpation/ calf pain was added. Clinical course was updated and text amended accordingly. Follow-up was received on 15-aug-2018. No new information was received. Follow up information was received on 30-aug-2018. No new information received. Follow up information was received on 03-sep-2018. No new information received. Follow-up information was received on 16-oct-2018. No new information received. Additional information was received on 18-oct-2018 in the form of investigation summary. Ptc results and number were added. Additional information received on 30-oct-2018 from healthcare professional. Medical history of radiculopathy lumbosacral, cervical muscle strain, iliotibial band syndrome, trochantric bursitis, depression, asthma and anxiety disorder added. Corrective added. Lab test reports of (B)(6) 2017 and (B)(6) 2017 added. Clinical details pertaining to surgery added. Text amended accordingly.

Event description:
Based on the information received on 10-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 16-nov-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day had bad allergic reaction, was out of work from (B)(6) 2017; after few hours patient could not walk and after 8 days it was infected; after a few days had lot of pain in terms of thigh on palpation/ calf pain. No relevant concomitant medications, medical history and concurrent conditions were reported. Patient had received synvisc injections before. Concomitant medications: amlodipine, hydrochlorothiazide, hydrocodone bitartrate/paracetamol (hydrocodone w/ acetaminophen), ibuprofen, lorazepam, pantoprazole, fluoxetine hydrochloride (prozac), tizanidine, ondansetron hydrochloride (zofran). Medical history included: arthroscopy, hysterectomy, cholecystectomy, tonsillectomy, penicillin allergy and dilaudid allergy. On (B)(6) 2017, at 11:30, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl007 and expiration date: mar-2020) for left knee osteoarthritis. It was reported that by 7:00 pm that day, patient could not walk and had to leave work early (latency: few hours). Patient was a retail sales manager and was on her feet a lot. Patient called the nurse hotline at her insurance company. The nurse thought patient was having a bad allergic reaction and instructed her to go to the ER (emergency room). Patient went to the ER at 11:30 pm. The ER doctor was not familiar with the product and called an orthopod on call. Patient was given a steroid injection and pain medication and was instructed to return to the office the next morning. Patient visited the office the next day, tuesday, and was given an oral steroid and prescription for pain medication. Patient was instructed that it should get better in a few days. On (B)(6) 2017 (thursday), patient was not better and called the office. Patient went into the office and the physician's assistant drew 77 cc of fluid off her knee. Patient returned on (B)(6) 2017 (monday) to see the doctor and was still using the walker and had intense pain. It was reported that more fluid was drawn and was sent for culture. Patient was told tuesday ((B)(6) 2017) that it was infected (8 days after receiving the synvisc one injection). Blood work was sent and an ultrasound performed to check for clots in her legs because of the extreme swelling. Then patient had surgery on (B)(6) 2017. Patient started to get a little relief after the surgery. Patient was out of work from (B)(6) 2017. Patient still went back after the surgery and had more fluid drawn off. This concluded her notes. Patient stated that she has had synvisc injections before, but this was the first time she received synvisc-one. Patient cannot remember exactly how many times she has received visco supplementation, but might be three total times about a year apart each time. Patient stated that she was trying to do the right thing about following-up. Patient was perfectly fine when she walked in there and has suffered the consequences and several thousand dollars of medical bills that were not her fault. On an unknown date in (B)(6) 2017 after a latency of few days patient had lot of pain in terms of thigh on palpation/ calf pain. Corrective treatment: surgery for it was infected; steroid injection, oral steroid for bad allergic reaction; using the walker for could not walk and not reported for out of work from (B)(6) 2017; lidocaine for lot of pain in terms of thigh on palpation/ calf pain. Outcome: recovering for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for bad allergic reaction; hospitalization for it was infected follow up was received on 30-nov-2017. No new information was received. Additional information was received on 10-jan-2018 from a physician. Concomitant medications and medical history was added. The case was medically confirmed. Event of lot of pain in terms of thigh on palpation/ calf pain was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 10-jan-2018: this case concerns a female patient who received synvisc one injection and later was hospitalized she had joint infection and underwent surgery. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
It was infected/septic knee [joint infection] ([fever], [synovitis of knee], [white blood cell count increased], [lymphocyte count decreased], [synovial fluid white blood cells positive], [c-reactive protein increased], [neutrophil percentage increased], [platelet count decreased], [lymphocyte percentage decreased], [granulocyte count increased], [neutrophil count increased]), bad allergic reaction [allergic reaction] ([knee pain], [effusion (l) knee], [swelling of l knee], [inflammatory reaction], [joint tenderness]), could not walk [unable to walk], out of work from on (B)(6) 2017 [inability to work], lot of pain in terms of thigh on palpation/ calf pain [pain in extremity], muscle pain [muscle pain], muscular weakness [muscular weakness], not sleeping at night due to constant throbbing pain [difficulty sleeping], grade 3-4 chondromalacia over medial compartment [chondromalacia], chondromalacia to central portion of trochlear groove [chondromalacia patellae], limitation of motion [joint range of motion decreased], have had no effect on symptoms [device ineffective]. Case narrative: based on the information received on 10-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a 44 year old female patient who received treatment with synvisc one injection and on the same day had bad allergic reaction, was out of work from on (B)(6) 2017; after few hours patient could not walk and after 8 days it was infected; after a few days had lot of pain in terms of thigh on palpation/ calf pain, limitation of motion (latency: 1 day), muscle pain (latency: 1 day), muscular weakness (latency: 1 day), not sleeping at night due to constant throbbing pain, chondromalacia to central portion of trochlear groove and grade 3-4 chondromalacia over medial compartment (latency: unknown) and have had no effect on symptoms. Medical history of the patient included radiculopathy lumbosacral, cervical muscle strain, iliotibial band syndrome, trochantric bursitis, arthroscopy, hysterectomy, cholecystectomy, tonsillectomy, penicillin allergy and dilaudid allergy, depression, asthma,anxiety disorder, osteoarthritis, localized primary lower leg and anserine tendinitis/bursitis. Patient had received synvisc injections before. Concomitant medications: amlodipine, hydrochlorothiazide, hydrocodone bitartrate/paracetamol (hydrocodone w/acetaminophen), ibuprofen, lorazepam, pantoprazole, fluoxetine hydrochloride (prozac), tizanidine, ondansetron hydrochloride (zofran), lisinopril, diclofenac sodium, clonazepam, fluticasone furoate, vilanterol trifenatate (breo ellipta). On (B)(6) 2017, at 11:30, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl007 and expiration date: mar-2020) for left knee osteoarthritis, pain and swelling. The lateral aspect of the left knee was draped in standard sterile fashion and a 25 gauge needle was used to anesthetize the skin using 3cc of 2% lidocaine; followed by a 18 gauge needle used to inject synvisc-one. Patient reported that around 6pm, she experienced increased pain in the left knee. It was reported that by 7:00 pm that day, patient could not walk and had to leave work early (latency: few hours). Patient was a retail sales manager and was on her feet a lot. Patient called the nurse hotline at her insurance company. The nurse thought patient was having a bad allergic reaction and instructed her to go to the ER (emergency room). Patient went to the ER at 11:30 pm. The ER doctor was not familiar with the product and called an orthopod on call. Patient was given a steroid injection and pain medication and was instructed to return to the office the next morning. Patient visited the office the next day, tuesday, with worsened pain and swelling of left knee. Patient reported pain was severe and the vicosupplementation had no effect on the symptoms. Examination showed small effusion to the left knee and diffuse tenderness over the anterior aspect of the knee, there was no warmth, erythema or ecchymosis. Review of symptoms showed joint swelling, muscular weakness, muscle pain and limitation of motion (latency: 1 day). Patient was instructed that it should get better in a few days. Patient and was given an oral steroid, ketorolac tromethamine (toradol) injection and prescription for pain medication. On (B)(6) 2017 (thursday), patient was not better and called the office. Patient went into the office and the physician's assistant drew 77 cc of fluid off her knee. Patient returned on (B)(6) 2017 (monday) to see the doctor and was still using the walker and had intense, throbbing pain, she further stated that after she had her knee aspirated, and an hour after knee had become swollen again. Patient was recently treated with aspiration, icing, methylprednisolone, narcotic pain medication which had no effect on the symptoms. Patient stated that she was not sleeping at night due to constant throbbing pain and was taking the pain medication every 4 hours instead of 6 hours (latency: unknown). It was reported that more fluid was drawn and was sent for culture. Patient had elevated c-reactive protein level at 2.5, white blood count of 11.1 (slightly elevated) synovial fluid showed 52,000 white blood cells. No organisms were seen in the aspirate. Patient was told tuesday on (B)(6) 2017) that it was infected (8 days after receiving the synvisc one injection). Blood work was sent and an ultrasound performed to check for clots in her legs because of the extreme swelling. On (B)(6) 2018, it was reported that patient developed severe synovitis after the injection and had grade 3-4 chondromalacia over medial compartment and chondromalacia to central portion of trochlear groove (latency: unknown). Then patient had surgery on (B)(6) 2017 and was hospitalized. Patient underwent arthroscopy of left knee with synovectomy and chondroplasty of medial compartment and trochlear groove. Patient was taken into the operating room and placed in supine position and intubated by anesthesia. Left lower extremity was prepped and draped in usual sterile manner. The scope was introduced in the left knee and diagnostic evaluation was performed. The patient had erythema around the medial and lateral gutters and this was cleaned in superior pouch also had sustained and this was all cleaned as well so therefore synovectomy was performed along the medial and lateral gutters in superior pouch. Chondroplasty was also completed on the medial compartment and patellofemoral joint. Following that, irrigation fluid was allowed to circulate through the knee and drain was placed deep and scope was removed and portal sites were closed. Patient was extubated and taken to recovery room with sterile dressings applied. Postoperative diagnosis was left knee synovitis versus septic knee. Patient started to get a little relief after the surgery. Patient was out of work from on (B)(6) 2017. Patient still went back after the surgery and had more fluid drawn off. This concluded her notes. Patient stated that she has had synvisc injections before, but this was the first time she received synvisc-one. Patient cannot remember exactly how many times she has received viscosupplementation but might be three total times about a year apart each time. Patient stated that she was trying to do the right thing about following-up. Patient was perfectly fine when she walked in there and has suffered the consequences and several thousand dollars of medical bills that were not her fault. Lab test reports on (B)(6) 2017 revealed wbc count 13.8 x 10e3/ul (reference range: 4.4-10.1) (high), neutrophil percentage 87.5% (reference range 43.7-84.9) (high), lymphocyte percentage 6.3% (reference range: 8.4-40.7) (low), eosinophil percentage was 0% (reference range: 0.6-6) (low), immature granulocyte percentage was 0.6% (reference range: 0.5) (high), neutrophil count was 12.05 x 10e3/ul (reference range: 1.3-8.3) (high), lymphocyte count was 0.86 x 10e3/ul (reference range: 1.4-2.9) (low), eosinophil count was 0 x 10e3/ul (reference range0.2-0.7) (low) and immature granulocyte count was 0.08 x 10e3/ul (reference range: 0) (high), immature platelet fraction was 0.0 % (low; reference range: 1.0-7.0 %). On (B)(6) 2017, lab results revealed white blood cell count was 10.1 (normal), hematocrit was 46% (34.3-45.7) (high), mcv was 96.8 fl (reference range: 82.2-95.9) (high), immature platelet fraction was 0.0 % (low), neutrophil percentage 41.8% (reference range 43.7-84.9) (low), lymphocyte percentage 45.3% (reference range: 8.4-40.7) (high), immature granulocyte percentage was 0.6% (reference range: 0.5) (high), lymphocyte count was 4.59 x 10e3/ul (reference range: 1.4-2.9) (high), eosinophil count was 0.18 x 10e3/ul (reference range 0.2-0.7) (low), immature granulocyte count was 0.06 x 10e3/ul (reference range: 0) (high). On (B)(6) 2017, patient was discharged from the hospital. On (B)(6) 2018, patient was reported to have full range of motion and no tenderness in lower extremity. On an unknown date in oct-2017 after a latency of few days patient had lot of pain in terms of thigh on palpation/ calf pain. Corrective treatment: arthroscopy, lavage, methylprednisolone, hydrocodone for it was infected; steroid injection, ketorolac tromethamine, methylprednisolone (medrol dosepak), hydrocodone, oral steroid for bad allergic reaction; using the walker for could not walk and not reported for out of work from on (B)(6) 2017; lidocaine for lot of pain in terms of thigh on palpation/ calf pain, chondroplasty for grade 3-4 chondromalacia over medial compartment and grade 3-4 chondromalacia over medial compartment; not reported for rest. Outcome: recovered for it was infected/septic knee, bad allergic reaction, recovering for could not walk, out of work from on (B)(6) 2017, lot of pain in terms of thigh on palpation/ calf pain, recovered for limitation of motion, unknown for rest except have had no effect on symptoms. Seriousness criteria: required intervention and prolonged hospitalization for bad allergic reaction and it was infected. A product technical complaint (ptc) was initiated on (B)(6) 2017 for "synvisc one". Batch number: "7rsl007", global ptc number: 50485. The production and quality control documentation for lot#: 7rsl007 expiration date (03/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot batch record view and frequency analysis no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of on (B)(6) 2018, there were 8 complaints on file for lot: 7rsl007: adverse event reports (4), leaky luer lok hub (1), broken luer-lok hub (1), tip breakage (1) and defective syringe (1). Final investigation complete date was 18-oct-2018. Follow up was received on 30-nov-2017. No new information was received. Additional information was received on 10-jan-2018 from a physician. Concomitant medications and medical history was added. The case was medically confirmed. Event of lot of pain in terms of thigh on palpation/ calf pain was added. Clinical course was updated and text amended accordingly. Follow-up was received on 15-aug-2018. No new information was received. Follow up information was received on 30-aug-2018. No new information received. Follow up information was received on 03-sep-2018. No new information received. Follow-up information was received on 16-oct-2018. No new information received. Additional information was received on 18-oct-2018 in the form of investigation summary. Ptc results and number were added. Additional information received on 30-oct-2018 from healthcare professional. Medical history of radiculopathy lumbosacral, cervical muscle strain, iliotibial band syndrome, trochantric bursitis, depression, asthma and anxiety disorder added. Corrective added. Lab test reports of on (B)(6) 2017 added. Clinical details pertaining to surgery added. Text amended accordingly. Follow-up information was received on 19-nov-2018. No new information received. Additional information was received on 12-dec-2018 from lawyer. Medical history and concomitant medications updated. Event of have had no effect on symptoms, limitation of motion, muscle pain, muscular weakness, not sleeping at night due to constant throbbing pain, chondromalacia to central portion of trochlear groove and grade 3-4 chondromalacia over medial compartment were added. Lab data added. Indication for suspect was updated. Corrective treatment for it was infected updated and its verbatim was updated to it was infected/septic knee. Hospitalization end date was added. Outcome of event bad allergic reaction and it was infected/septic knee was updated to recovered. Clinical course updated. Text amended accordingly.

Event description:
It was infected [joint infection] ([fever]) bad allergic reaction [allergic reaction] ([effusion (l) knee], [knee pain], [swelling of l knee], [inflammatory reaction], [joint tenderness]) could not walk [unable to walk] out of work from (B)(6)2017 [inability to work] lot of pain in terms of thigh on palpation/ calf pain [pain in extremity] case narrative: based on the information received on 10-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a 44 year old female patient who received treatment with synvisc one injection and on the same day had bad allergic reaction, was out of work from (B)(6) 2017; after few hours patient could not walk and after 8 days it was infected; after a few days had lot of pain in terms of thigh on palpation/ calf pain no relevant concomitant medications, medical history and concurrent conditions were reported. Patient had received synvisc injections before. Concomitant medications: amlodipine, hydrochlorothiazide, hydrocodone bitartrate/paracetamol (hydrocodone w/acetaminophen), ibuprofen, lorazepam, pantoprazole, fluoxetine hydrochloride (prozac), tizanidine, ondansetron hydrochloride (zofran). Medical history included: arthroscopy, hysterectomy, cholecystectomy, tonsillectomy, penicillin allergy and dilaudid allergy. On (B)(6) 2017, at 11:30, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl007 and expiration date: mar-2020) for left knee osteoarthritis. It was reported that by 7:00 pm that day, patient could not walk and had to leave work early (latency: few hours). Patient was a retail sales manager and was on her feet a lot. Patient called the nurse hotline at her insurance company. The nurse thought patient was having a bad allergic reaction and instructed her to go to the ER (emergency room). Patient went to the ER at 11:30 pm. The ER doctor was not familiar with the product and called an orthopod on call. Patient was given a steroid injection and pain medication and was instructed to return to the office the next morning. Patient visited the office the next day, tuesday, and was given an oral steroid and prescription for pain medication. Patient was instructed that it should get better in a few days. On (B)(6)-2017 (thursday), patient was not better and called the office. Patient went into the office and the physician's assistant drew 77 cc of fluid off her knee. Patient returned on (B)(6)2017 (monday) to see the doctor and was still using the walker and had intense pain. It was reported that more fluid was drawn and was sent for culture. Patient was told tuesday (10-oct-2017) that it was infected (8 days after receiving the synvisc one injection). Blood work was sent and an ultrasound performed to check for clots in her legs because of the extreme swelling. Then patient had surgery on (B)(6)2017. Patient started to get a little relief after the surgery. Patient was out of work from (B)(6)2017. Patient still went back after the surgery and had more fluid drawn off. This concluded her notes. Patient stated that she has had synvisc injections before, but this was the first time she received synvisc-one. Patient cannot remember exactly how many times she has received viscosupplementation, but might be three total times about a year apart each time. Patient stated that she was trying to do the right thing about following-up. Patient was perfectly fine when she walked in there and has suffered the consequences and several thousand dollars of medical bills that were not her fault. On an unknown date in (B)(6)-2017 after a latency of few days patient had lot of pain in terms of thigh on palpation/ calf pain. Corrective treatment: surgery for it was infected; steroid injection, oral steroid for bad allergic reaction; using the walker for could not walk and not reported for out of work from (B)(6) 2017; lidocaine for lot of pain in terms of thigh on palpation/ calf pain. Outcome: recovering for all events. Seriousness criterion: required intervention for bad allergic reaction; hospitalization for it was infected. A product technical complaint (ptc) was initiated on 27-nov-17 for "synvisc one". Batch number "7rsl007"â?, global ptc number: 50485. The production and quality control documentation for lot #7rsl007 expiration date (03/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot batch record view and frequency analysis no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of (B)(6) 2018, there were 8 complaints on file for lot 7rsl007: adverse event reports (4), leaky luer lok hub(1), broken luer-lok hub(1), tip breakage (1) and defective syringe (1). Final investigation complete date was (B)(6)2018. Follow up was received on (B)(6)2017. No new information was received. Additional information was received on (B)(6)-2018 from a physician. Concomitant medications and medical history was added. The case was medically confirmed. Event of lot of pain in terms of thigh on palpation/ calf pain was added. Clinical course was updated and text amended accordingly. Follow-up was received on (B)(6)2018. No new information was received. Follow up information was received on (B)(6)2018. No new information received. Follow up information was received on (B)(6)2018. No new information received. Follow-up information was received on (B)(6)2018. No new information recieved. Additional information was received on (B)(6)2018 in the form of investigation summary. Ptc results and number were added.

Event description:
This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and on the same day had bad allergic reaction, was out of work from (B)(6) 2017; after few hours patient could not walk and after 8 days it was infected. No relevant concomitant medications, medical history and concurrent conditions were reported. Patient had received synvisc injections before. On (B)(6) 2017, at 11:30, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/lot number and expiration date: not provided) for left knee osteoarthritis. It was reported that by 7:00 pm that day, patient could not walk and had to leave work early (latency: few hours). Patient was a retail sales manager and was on her feet a lot. Patient called the nurse hotline at her insurance company. The nurse thought patient was having a bad allergic reaction and instructed her to go to the ER (emergency room). Patient went to the ER at 11:30 pm. The ER doctor was not familiar with the product and called an orthopod on call. Patient was given a steroid injection and pain medication and was instructed to return to the office the next morning. Patient visited the office the next day, tuesday, and was given an oral steroid and prescription for pain medication. Patient was instructed that it should get better in a few days. On (B)(6) 2017 (thursday), patient was not better and called the office. Patient went into the office and the physician's assistant drew 77 cc of fluid off her knee. Patient returned on (B)(6) 2017 (monday) to see the doctor and was still using the walker and had intense pain. It was reported that more fluid was drawn and was sent for culture. Patient was told tuesday ((B)(6) 2017) that it was infected (8 days after receiving the synvisc one injection). Blood work was sent and an ultrasound performed to check for clots in her legs because of the extreme swelling. Then patient had surgery on (B)(6) 2017. Patient started to get a little relief after the surgery. Patient was out of work from (B)(6) 2017. Patient still went back after the surgery and had more fluid drawn off. This concluded her notes. Patient stated that she has had synvisc injections before, but this was the first time she received synvisc- one. Patient cannot remember exactly how many times she has received viscosupplementation, but might be three total times about a year apart each time. Patient stated that she was trying to do the right thing about following-up. Patient was perfectly fine when she walked in there and has suffered the consequences and several thousand dollars of medical bills that were not her fault. Corrective treatment: surgery for it was infected; steroid injection, oral steroid for bad allergic reaction; using the walker for could not walk and not reported for out of work from (B)(6) 2017. Outcome: not recovered for it was infected; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for bad allergic reaction; hospitalization for it was infected. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection and later had joint infection for which patient underwent surgery. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.